Manufacturer narrative:
The complaint sample was returned for evaluation with the guide wire in place. On inspection of the device, a longitudinal tear was noted in the balloon. The device history record for this lot was reviewed and no anomalies were noted. A search for similar complaints was completed and no other complaints were associated with this lot. The root cause of the complaint could not be determined definitively, however the most probable root cause is balloon burst due to contact with a sharp exterior source such as a calcified lesion. Balloons have certain design limitations when in contact with sharp objects, due to thickness of the balloon membrane.

Event description:
It was reported to boston scientific corporation in 2007, that a c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter was used during a procedure (patient age, gender and weight are unknown) the same day. The physician successfully inflated the single-use balloon to 12mm and 13.5mm with an alliance inflation device to treat the 3cm length x 10mm width stenosis. On the third attempt, the physician attempted to inflate the balloon to 15mm but the pressure failed to increase at 7atm. The procedure was completed with another of the same device. Note: as reported, this event did not represent an MDR-reportable scenario. Evaluation of the returned device, completed on october 9, 2007 revealed that the balloon was torn longitudinally (this is an MDR-reportable scenario).